Event description:
Reportedly, the 'hm activity report' page of the smartview remote monitoring website could not be opened, despite four attempts to open it. The loading automatically stopped after around 90 seconds.

Event description:
Reportedly, the 'hm activity report' page of the smartview remote monitoring website could not be opened, despite four attempts to open it. The loading automatically stopped after around 90 seconds.

Manufacturer narrative:
Please refer to the attached analysis report.